Manufacturer narrative:
Device analysis report attached. This report is submitted on may 30, 2023.

Manufacturer narrative:
This report is submitted on april 17, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to loss of electrode function. The patient was reimplanted with another cochlear device during the same surgery.